Manufacturer narrative:
The insulin pump was unable to prime during priming test due to faulty force sensor resistor. The device was unable to perform the occlusion test due to prime anomaly. The insulin pump was received with cracked display window corner. (B)(4).

Event description:
Customer's mother reported via phone call high blood glucose levels and prime anomaly. Customer's blood glucose level was 22.9 mmol/l. Customer's mother changed out the set and reservoir. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.